Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to process residue on a filter, designator fl9 from the analog pcb assembly. The process residue on fl9 caused the filter to be electrically leaky, which depleted the internal hlc batteries within the device. The customer received a replacement device.

Event description:
It was initially reported that the customer's device was showing its service wrench indication. After evaluation by physio-control, it was observed that the device had all three icons illuminated (attention, service and charge-pak) and would not have the ability to deliver defibrillation therapy. There was no patient use associated with the reported failure.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-02/08/2013-001c is relevant to this reported issue.